Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump stopped and the pt expired on (B)(6) 2013, with pump hemolysis. The pt had been hemolyzing for a month or two, but was not a candidate for a pump exchange.